Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your system to temperatures below 40f (5c) or above 99f (37c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturers recommended ranges can affect the safety and performance of the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer reported changing infusion sets every 3 days, changing tubing and cartridges every 5 days, and loading cold insulin into the cartridge. Customer was instructed to change cartridges every 3 days, change infusion sets and tubing every 2 days, and allow insulin to warm to room temperature before loading into the cartridge per the user guide. System check was performed with tandem technical support and no issues were identified. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 411 mg/dl at time of alarm.